Event description:
The hydrophilic coating on the wire separated and became lodged in the pt's subclavian during a cath lab procedure. The physician was able to retrieve it with no harm to the pt, but it happened with two of the wires. Staff thought perhaps they had damaged the first wire with the hemostat, so tried a second and the same thing happened without hemostat involvement. This product replaced a similar product from another vendor approx. 2 years ago. Both wires came from the same lot number. The remaining product with that lot number were removed from service.